Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, the instrument did not stop moving when using the finger clutch function. There was no error reported. The customer used the foot pedal and the function was normal. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The customer was unable to provide information on which instrument would not stop moving. The surgeon's head was inside the high resolution stereo viewer attempting to manipulate instruments when the issue occurred. There was no injury to the patient.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and after the power cycle, no further issues were noted. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.